Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 27-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that as soon as she woke up from the initial implant procedure, that it had been placed too low in her body, and she talked to her health care professional about it right away. The patient noted that it hurt where it was implanted. Additionally, she was not getting therapy on the left side since implant. The patient is scheduled for a revision procedure on (B)(6) 2021 to resolve these issues.